Event description:
A user facility reported that air leaked out (leaky valve) while in patient use. It was reported that there was no patient injury or problem. The user facility has returned the lma and the device will undergo investigation. Once the investigaiton is completed a supplemental MDR will be filed.